Event description:
On (B)(6) 2009, the patient stated that she noticed the cannula was bent when she was changing her infusion tubing. No occlusion errors were displayed on the infusion device. The patient changed the infusion tubing and had no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was not requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.